Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent delivery system stuck on a guide wire. The lesion was located in the renal artery. A 6fr introducer sheath was placed and a non-bsc guide wire was advanced across the lesion. As the physician advanced the 6.0x18x150 cm express vascular sd catheter over the wire and into the aorta, friction was encountered at the distal end of the wire. The physician attempted to remove the express sd, however, the device was stuck to the guide wire. No difficulties were encountered when the physician removed both devices as a unit outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is unknown. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the stent delivery system stuck on a guide wire. The lesion was located in the renal artery. A 6fr introducer sheath was placed and a non-bsc guide wire was advanced across the lesion. As the physician advanced the 6.0x18x150 cm express vascular sd catheter over the wire and into the aorta, friction was encountered at the distal end of the wire. The physician attempted to remove the express sd, however, the device was stuck to the guide wire. No difficulties were encountered when the physician removed both devices as a unit outside of the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is unknown. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received along with a guide wire. The tip of the guide wire was unraveled and stretched and could not be inserted into the guidewire exit notch. An appropriate sized guidewire was inserted into the guidewire exit notch and tracked through the wire lumen with no difficulty. A shaft kink was found located approximately 1.5cm proximal to the guidewire exit notch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).